Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 22-25 mmol/l. This level of blood glucose without additional symptoms does not meet animas criteria of a reportable adverse event; no patient injury is being reported in association with this complaint. The reporter alleged the pump was not delivering insulin appropriately. The reporter declined to participate in troubleshooting of the device as they stated they were frustrated with the troubleshooting process. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 8-may-2018 with the following findings: black box data from the date of the alleged issue, (B)(6) 2018, was not available. The available alarm history began on (B)(6) 2018 and revealed multiple occasions of occlusion alarms and loss of prime leading to interruptions in insulin delivery through (B)(6) 2018. On investigation, the pump powered on normally. Ez-prime steps were successfully completed. The pump was exercised for 24 hours without any errors, alarms or warnings. At the conclusion of the exercise, the total daily doses added up to correctly reflect the programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately with no defects. Investigation did not duplicate the complaint.